Event description:
It has been reported to philips that there was no power to the azurion system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. . According to additional information provided the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the there was ¿no power supplied to the system¿. Review of the log file showed ¿power distribution unit¿ errors. Upon investigation fse confirmed the there was no power output from the m-cabinet power distribution unit fse replaced pdu fantray, dcps and pdu mains interface module. After replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.